Manufacturer narrative:
No complications were encountered during the procedure. The patient's lead system remained in-service. Subsequently, boston scientific crm received information that this device was explanted on (B)(6) 2009 and was received at boston scientific's return products department on (B)(6) 2009. The device was successfully interrogated by boston scientific's post market quality assurance laboratory on (B)(6) 2009. Engineering calculations determined that this device's life cell capacity was within normal variation. A review of the device's memory log found that the device charge timed-out during a capacitor reformation which caused the device to declare eol. Automated diagnostic testing was performed to assess the device's bradycardia and tachycardia capabilities. While the device's pacing capability was normal, the device was unable to deliver shock therapy. Visual inspection of the device found that a component in the high voltage circuitry was arcing to the battery. Detailed analysis provided evidence for the possibility of foreign material contributing to the device's inability to delivery shock therapy during laboratory testing.

Event description:
Boston scientific crm received information that the latitude system detected two red alerts (fault code 01 and device at end-of-life (eol). The representative was contacted to discuss. The representative inquired if the alerts were associated with this patient's actively implanted device. The representative informed technical services that this patient underwent an rf ablation on (B)(6) 2009 for svt. The representative was concerned that this device was exhibiting premature battery depletion. Technical services discussed the shortened replacement window (srw) advisory, however, the representative did not know the voltage monitoring history to determine when this device triggered middle-of-life (mol) 2 at 2.65 volts. Technical services recommended device replacement. The device's battery status was eol associated with a monitoring voltage of 2.56 volts and charge time of 45.1 seconds. Subsequently, boston scientific crm received information that this representative faxed a printout of an older episode for interpretation by technical services. Technical services reviewed the episode and informed the local representative that some undersensing was identified. The local representative reported that the right ventricular (rv) waves were measured at 2.3 mv and the ventricular sensitivity floor had been programmed to nominal. Additionally, technical services and the representative discussed the possibility that many of these recorded episodes were svt. Technical services suggested that the physician may want to consider placement of a separate rv pace/sense lead. The chronic rv lead should be evaluated at the time of the device changeout procedure. The device was explanted and replaced without incident on (B)(6) 2009. The local representative reported that prior to the invasive procedure, the device was checked. The device was still bi-ventricular pacing and the monitoring voltage was 2.56 volts. The charge time was at 45.0 seconds.